Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the primary failure mode as a defective buffer valve. During the initial service visit on (B)(6) 2019, the fse inspected the instrument and correctly reinstalled the pinch tubing which was installed backward. The fse replaced a defective reference valve, sodium electrode, potassium electrode, chloride electrode, ise mid-standard solution and verified the instrument performance. However, the issue reoccurred on (B)(6) 2019. Service returned and replaced the buffer valve which ultimately resolved the issue. Information not provided by customer. The event that occurred on (B)(6) 2019 is addressed in beckman coulter (B)(4). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; thus, there was no impact to patient treatment. There was no report of an injury or adverse event associated with this event. The customer did not provide data.